Event description:
The patient reported during his visit at the outpatient clinic that in the morning he had alarms that he could not explain. The vad coordinator checked the log files and found two pump stops and identified two batteries as suspicious for battery switching. There was no effect on the patient. The batteries were replaced.

Manufacturer narrative:
The device was used for treatment. The pump remains implanted and the batteries have not been received for analysis.

Manufacturer narrative:
Both batteries were received by the heartware on (B)(4) 2014. A review of the devices' incoming inspection records indicated ncpa-13566 was initiated during manufacturing; the non-conformance report was reviewed and the non-conformance did not contribute to the reported event. Upon completion of the review, it was concluded that the units met all the internal requirements prior to their qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this patient ((B)(6)). Four related complaints ((B)(4)) reported for power switching was reported. There is no record of previous servicing for this patient. (B)(4): manufacturing date: 2014 -06. The returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. During the controller log file review for the following complaint event details: "he identifies 2 batteries which were suspicious for battery switching." Was verified. The review of the data log file shows a likely instance of a switching event, which could be the result of a communication anomaly between the battery and controller. However, the reported event could not be duplicated or confirmed at the bench level. As a result the battery performs as per specification. (B)(4): manufacturing date: 2013 -08. The returned battery passed external visual inspection and functional testing. During testing, none of the battery cell pairs exhibited voltages below the 2.8 volts level as the pack discharged down to the 12 volts level. No anomalies were found with the battery (B)(4) during the log files review. As a result the battery performed as per specification.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Two batteries ((B)(4)) were returned for evaluation; pump was not returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the batteries met specifications; the batteries passed visual inspection and functional testing. The reported 'power switching' event was confirmed via review of the data log file which showed switching events which could be the result of a communication anomaly between the battery and controller. The confirmed malfunction is related to the reported event. The reported 'vad stop' could not be confirmed as alarm log files did not cover the reported event date. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. There are no known clinical or user related factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.